Manufacturer narrative:
The commander delivery system and sapien 3 ultra valve were returned to edwards for evaluation. Visual inspection of the devices revealed the valve was crimped on the balloon and appeared to be aligned. One bent strut near c2 was observed. Post valve expansion, the valve was extremely dehydrated, due to the returned condition. The frame appeared distorted/canted with a bent valve strut on the inflow side. All struts were exposed through the skirt, which is normal after use. Review of the provided patient 3mensio report revealed the presence of calcification and tortuosity in the right access vessel. The access vessel was also noted to be undersized. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'per medical opinion, the event was likely due to patient factors (heavily calcified distal aorta/common iliac artery and tortuosity) and procedural factors (excessive push force)'. Per 3mensio imagery, the patient's access vessel was calcified, tortuous, and undersized. Access vessel characteristics such as calcification, tortuosity, and an undersized vessel (<5.5 mm) can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification and an undersized vessel can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. It is likely that excessive force was applied to overcome the resistance, leading to the observed valve frame damage. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definite root cause was not able to be determined, available information suggests that patient factors (tortuosity/calcification/undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case significant resistance was felt while advancing the delivery system through the valve and 'a prong on the valve was visibly bent sideways perpendicular to the valve' at the junction of the right common iliac artery and distal aorta/abdominal aorta. Advancement was stopped and the valve and commander delivery system were retracted back into the esheath. All devices were removed as a unit. Upon removal the esheath was observed to be punctured. No patient injuries were reported. Per medical opinion, the event was likely due to patient factors (heavily calcified distal aorta/common iliac artery and tortuosity) and procedural factors (excessive push force). There was a large chunk of calcium in the distal aorta that was not fully appreciated prior to the case.